Event description:
(B)(4). My symptoms started within months of having essure. Horrible lower back pain, muscle pain, joint pain, headaches, hair loss, memory loss, brain fogginess, vitamin deficiencies, insomnia, mood swings, depression, ER visit and clinic visit with a month long period that only stopped by taking a birth control pill, internal and external ultrasounds that revealed a very thick uterine lining for no other apparent reason, needed a uterine biopsy to rule out cancer, considerable amount of weight gain that does not seem to come off no matter what.